Event description:
Ous MDR - after an implantation time of 23 months, an insulation defect was reported. No deterioration of the pt's health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.